Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis noted that the device had broken and contaminated upper and lower cases, a contaminated battery drawer and contacts, a contaminated ring cover, and one broken and one missing bail cover. It was also noted that the interconnect flex was formed incorrectly with a small crease, and the heart lead flex connector of the device was damaged.

Event description:
It was reported that the external pulse generator (epg) originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.